Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. Access was obtain through the femoral artery. The 90% stenotic, 2.75x24mm, de novo, concentric shaped lesion was located in the non tortuous and mildly calcified ramus artery. The physician predilated the lesion with a 2x20mm non bsc balloon and then attempted to advance a 2.75x24mm taxus liberte stent to the lesion, but was unable to pass into the ramus artery and became stuck between the left main and proximal ramus arteries. After several attempts to withdraw the device, the stent slipped from the balloon and became trapped between the left main and ramus arteries. The physician successfully retrieved the stent using a snare kit. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. Access was obtain through the femoral artery. The 90% stenotic, 2.75x24mm, de novo, concentric shaped lesion was located in the non tortuous and mildly calcified ramus artery. The physician predilated the lesion with a 2x20mm non bsc balloon and then attempted to advance a 2.75x24mm taxus liberte stent to the lesion, but was unable to pass into the ramus artery and became stuck between the left main and proximal ramus arteries. After several attempts to withdraw the device, the stent slipped from the balloon and became trapped between the left main and ramus arteries. The physician successfully retrieved the stent using a snare kit. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluation: only the stent was received for analysis. A visual and microscopic examination revealed that the entire stent was severely stretched and misaligned and is 3.50mm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).